Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value at the time of event was 1000 mg/dl. The customer was taken to emergency medical service and admitted in hospital and treated with insulin shots. The customer experienced feeling sick/unwell, confusion, tired/weak, loss of consciousness as symptoms of hyperglycemia. The customer also experienced diabetic coma, diabetic ketoacidosis. The event involved product(s) mmt-1880, mmt-431ag, mmt-342 . Troubleshooting was performed. The customer alleged under delivery as blood glucose value was rising even after giving bolus. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Delivery anomaly-possible under delivery not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, broken belt clip rail, stained serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 13-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 82250 (8.225 u) and dailytotalofbolusinsulindelivered = 166000 (16.6 u) which is equal to the dailytotalofallinsulindelivered = 248250 (24.825 u). Perform the history review 1 week prior to the event date 13-jul-2025 in the pump history file and found 3 sensorerroralert (801) on 07/08/2025, 1 lowbatteryalert (104) on 07/08/2025 17:24:00.000, 1 lostsensor1alert (780) on 07/08/2025, and 3 sensorerroralert (801) on 07/13/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 7/23/2025 9:21:00 am. There was no power data available for the date of 07/08/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On a related svn 000319580525, perform the history review 2 days prior to the event date 17-apr-2025 in the pump history file and found 4 sensor error alerts on 04/15/2025, 3 nodelivery (7) alarms on 04/16/2025 (during bolus), and 4 lost sensor alerts on 04/17/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.